Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having revision surgery. It was reported that, the rod came off post-operatively and was replaced with a longer rod. Procedure performed during initial surgery was t11-l2 pps cement screw. There was no time delay in procedure reported. No patient symptoms or complications reported as a result.

Manufacturer narrative:
G4: please note that this product 1555106100 (rod 1555106100 5.5 ccm strt perc 100mm) is not marketed in the united states; however, it is similar to the united states marketed product 7571100 (rod 7571100 5.5mm straight 100mm). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.